Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that the aligners - nontemplate aligner arch - are sharp edged, not rounded or polished on both upper and lower. The doctor has manually reworked the aligners to prevent injury to the patient's mouth.

Manufacturer narrative:
Investigation results: we reviewed the DHR for (B)(6) / patient ID#: (B)(6) / practice ID#: (B)(4), qty. (B)(4) items assy-500011 (aligners) and 2 items assy-500010 (templates) were packaged by the first shift in an auto bag-and-box operation on (B)(6) 2024, manufacturing supercell sc2, equipment pua-06. Photo investigation: the provided evidence (photo) shows a lower aligner l2 from patient (B)(6). Some photos show the alleged event issue (sharp edges); however, not all the photos are clear enough to identify the issue in all of them. Failure mode - sharp edges. Root causes - operator error. Conclusion code - product failure - manufacturing.